Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patient came in emergently with an aortic aneurysm rupture on (B)(6) 2016. The physician elected to repair the rupture by implanting a bifurcated stent and a limb extension. Patient expired on (B)(6) 2016 due to an infection in the brain and blood stream. Patient death is not device related.